Event description:
The customer indicated that they were getting a "speaker malfunction" message, and no sound from the speaker. This was noticed before the patient was admitted. There was no patient involvement; no patient connected.